Manufacturer narrative:
As returned the humeral head has scratches that are most likely due to the installation and removal processes. It was dimensionally inspected and found to be conforming where measured. A functional test with a humeral stem resulted in the head seating as expected. Review of the device history records did not find any deviations or anomalies. Additionally during the manufacturing process the taper diameter and taper angle is 100% inspected. The device was used for treatment. No other complaints of any type have been reported for this lot. Information on its mating device was requested however not provided. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported the head was not fitting right on the stem.